Manufacturer narrative:
Device evaluation started, but not yet completed.

Event description:
It was reported that a unit of cord blood displayed two leaks after it was thawed from the frozen state, in preparation for further processing.